Event description:
A hospital representative called to report that during a case, the navigation system camera cycled. They reported that they were not touching or moving the camera when this occurred. After cycling the software displayed "localizer not connected" message,and it began to work again. The delay to the case was minimal. No impact on the patient outcome.

Manufacturer narrative:
Due to canadian privacy laws, patient information will not be provided. A medtronic representative attempted to recreate the reported issue by manually maneuvering the camera cable from the camera to the scu, but they were unable to recreate the issue of the camera losing connection.